Event description:
It was reported that the customer was hospitalized for hbgs. It was stated that the md believes the event was due to a pump issue. The programming and histories were accurate. Also, the pump passed the functional tests. The contact was educated on proper insertion techniques.